Event description:
During a procedure to remove a submucosal polyp in the right colon, the physician used a snare and perforated the pt's colon. The physician stated that..."the perforation had nothing to do with the snare. The polyp was simply deeper than it appeared endoscopically. I would have perforated with any snare."

Manufacturer narrative:
A review was conducted of trending data relating to similar complaints and this appears to be an isolated incident. The physician stated that..."the perforation had nothing to do with the snare. The polyp was simply deeper than it appeared endoscopically. I would have perforated with any snare." Based on the evidence obtained from the physician, there is no evidence that the device malfunctioned.